Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/6/2013 and 9/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. She tested on the subject meter and observed a value of ¿179mg/dl¿ as compared to a reading on a hospital meter which gave a reading of ¿114mg/dl¿ performed greater than 30 minutes each other. The patient manages her diabetes with metformin pills and continued with her normal diabetes management routine in response to the alleged issue. The patient claimed that immediately after the issue occurred, she developed symptoms of ¿blurred vision.¿ she denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The time difference between the 2 tests was greater than 30 minutes. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.